Event description:
The event involved a chemoclave® vented bag spike where the customer reported that unspecified chemo drug leaked from the clave during patient infusion. There was no unprotected exposure. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. (B)(6).